Manufacturer narrative:
(B)(4).

Event description:
It was reported that physical damage occurred. The sensor was inserted into the arm on (B)(6) 2025. A photograph was provided for investigation. The allegation was not confirmed via photographic inspection. However, it was found that a detached/missing needle occurred. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.